Event description:
Elderly male undergoing an endoscopic vein harvesting from his leg when the plastic tip of the vein harvesting system broke into multiple pieces in the patient's leg. The tunnel was inspected, then irrigated and suctioned. Several pieces of the tip were evacuated.